Event description:
It was reported that the patient presented in the ER after receiving an alert. Patient was not symptomatic. Low hv impedance with variation in capture threshold was noted. Pacing lead impedance had increased. The lead exhibited no capture. The patient was pacemaker dependent. CPR was performed and a temporary wire was added. Externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.